Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of ¿device downstream sensor material was detached¿ confirmed through visual inspection. Visual and functional testing was performed. It was found that the downstream occlusion (dso) seal is delaminated in multiple locations and is lifting off the chassis. Replaced dso seal. Review of event log found no relevant information. Review of service history found no relevant information. Device passed all testing criteria post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream sensor material was unattached and able to lift it off the sensor. The event occurred during testing.